Event description:
Per the clinic, the patient experienced intermittencies with device use. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011; during the same surgery the patient was reimplanted with a new device. Correction: the correct serial number for the explanted device is (B)(4); not (B)(4) as previously reported. This report is filed (B)(4) 2012.